Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. A functional evaluation was performed and the mdu failed with a handpiece sensor fault. Cause of fault is a defective hall board. Motor and power cord passed functional testing. The complaint investigation has concluded that the cause of the hand piece sensor errors is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the motor drive unit had a sensor error. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.